Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) epicardial lead exhibited high thresholds, high/undefined pacing impedance and oversensing noise. In addition, it was noted the rv lead was sensing the right atrium and double counting in the ventricle. A lead fracture was suspected. The lead was programmed off and remains in-situ. No patient complications have been reported as a result of this event.